Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-03235 for the other associated device information. It was reported to boston scientific that two extractor rx retrieval balloons were used during stone extraction in the common bile tract performed (B)(6), 2010 on a patient (B)(6). According to the complainant, during the procedure both extractor balloons burst. The procedure was completed with a different device (olympus balloon). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the event was reported to be stable.

Manufacturer narrative:
(B)(4): the complainant indicated the device was disposed of and will not be returned for investigation, therefore a failure analysis of the complaint device cannot be performed. The most probable root cause of balloon burst/ruptured is operational context. This failure occurs due to contact with a sharp exterior object such as a large calcified stone, damage due to use in tortuous anatomy or pressure from large stones in the cbd.